Event description:
On 2/2/2000, the MFR received medwatch report # 1000060000110000051 from the facility that states the following: the device broke off while in the pt. Removed without harm. No further details were provided at this time. On 2/2/2000, the facility's team assistant, orhs/risk management informed the MFR.'s rep that the device in question will not be returned to the MFR for analysis. The facility's team assistant was informed that since the device in question will not be returned for analysis, the MFR.'s investigation would be limited to a trend analysis and review of the DHR. Assistant stated that the facility was aware of this. No further details are available.